Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they were recharging their implantable neurostimulator (ins) too often. The patient checked their device on the morning of the report and their battery was down half way and it had only been 3 to 4 days. The battery had never gone down this fast before. The patient used to only recharge every 2 weeks and their battery would be 1/4 full. The patient had met with a manufacturer representative on (B)(6) 2015 or (B)(6) 2015 and the patient thought that the manufacturer representative increased one program and decreased the other. One program went to the right side of their head and the other one went up the back of their head. The patient noted that they were not tingling in their head anymore so they weren't sure if the device was working. There were no falls or trauma associated with this event. The patient was going to follow up with their doctor regarding the batter draining.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had an intermittent return of symptoms. The patient checked their device with the patient programmer (pp). The patient had made adjustments up and down but she hasn't been able to adjust it in a way that is helping her pain as it used to. The consumer reported that when the patient initially got the spinal cord stimulator (scs) implanted, it helped her pain 100%. The patient has the scs to treat headaches, and now the patient was having really bad headaches again. The patient was to follow up with the health care provider (hcp). The consumer reported he was not sure if the patient was using the pp correctly, as she is (B)(6) and not very technical. This was considered a sudden change in therapy/symptoms. Medical history includes non-malignant pain. If additional information is received, a supplemental report will be submitted.